Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. On 11/11/2010, through follow-up with the health-care provider via fax, a copy of the patient's discharge summary was received. Per the discharge summary: this is (B)(6) male admitted on (B)(6) 2010 with shortness of breath and found to have ECG changes possible inferior wall mi. Patient was taken to cath lab and found to have triple vessel disease with 100% occlusion of lad, mid circ, 95% diagonal, and 75% occlusion of rca. Patient was put on balloon pump and send back to ccu. Cardiothoracic team was consulted and after explanation of risk vs. Benefits consent was taken and patient went to or on (B)(6) 2010 for CABG x3 and mitral valve ring annuloplasty. Due to edematous tissues, surgeon was unable to close the sternum, packed with sterile gauze and sent to ICU. On (B)(6) 2010, patient went back to or for sternal closure, but that evening he became hypotensive and ended up back in or for exploration of mediastinum and evacuation of hematoma. Chest was left open and daily sterile dressing changes were made in ICU. Due to his ckd, quinton catheter was placed for dialysis. On (B)(6) 2010, iabp was removed from right groin. On (B)(6) 2010, patient was taken to or for extensive sternal debridement and closure of chest with partial rotation of left pectoral flap. However, due to difficulty weaning him off of the vent, patient was taken to or on (B)(6) 2010 for tracheostomy and peg tube placement. Around this time, patient developed small lower incision skin dehiscence with minimal prulent discharges which grew out vre. Patient also became bacteremic with vre. Sputum grew out klebsiella pneumonia. Patient was placed on zyvox, zosyn, and tobramycin. Quinton catheter was removed and 48 hours later, a new quinton catheter was placed. Patient started to have regular 3 times a week dialysis, tolerating tube feeding, blood culture coming back negative, afebrile with normal white blood cell count, a decision was made to place a PICC line for longterm abx, ash catheter placement. Patient will be placed in long term care facility. The patient's status upon discharge was improved. Unfortunately, no further details regarding the reported event was learned. The cause of death remains unknown.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.